Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the tip clamp in position 3. The instrument was tested without further problem, and was returned to expected operation.